Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, and to correct the device lot number and manufacture date. The device was returned to olympus for evaluation. The customer's complaint was confirmed. A visual inspection was performed on the received device and found there was some tissue build up on the jaw. The ptfe pad (teflon pad) was inspected and found to be worn, lifted and partially split in a cross direction with metal exposed. No portion of the teflon pad was suspected to be missing. Further investigation found char marks on the non-insulated area of the grasping section of the device due to thermal damage. The device was attached to the test usg-400/esg-400 and the device passed the probe check. The probe and jaw were found to be misaligned and it was also noted that the device jaws would not close causing an ¿open circuit¿ error code to appear when activated. Based on the evaluation findings, the damage found on the grasping section of the device is due to mishandling. The cause for the damaged teflon pad can be attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.

Manufacturer narrative:
This supplemental report is being submitted to correct the device lot number and manufacture date. The original equipment manufacturer performed a secondary review of the DHR and found the previously reported device lot number mk658163 to be invalid.

Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that at the conclusion of a therapeutic total laparoscopic hysterectomy (tlh) procedure, the teflon pad from the grasping section of the device burned and partially detached exposing metal. A ¿short circuit¿ error code was observed on the generator, while the surgeon was performing a seal and cut function. No device fragment fell into the patient. There was no bleeding observed. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found.